Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the rn called to troubleshoot a drain failure alarm. The rn emptied a small amount of condensation from the bottle, however the pump alarmed again. The patient (pt) is in "sinus tach" with rates in excess of 150 bpm. The intra-aortic balloon pump (iabp) is achieving the goals of therapy in autopilot mode and pumping "very well despite the rapid rate." No other alarms have been observed. The clinical support specialist (css) explained the drain task and drain failure alarm to the rn. The rn had been told this could be due to the rapid rate; the css confirmed that to be true and explained how manual purge can help. The css explained that this may need to be repeated several times per shift should the rapid heart rate continue. The css also did however caution that should this alarm occur several times an hour then the pump should be checked. Additional info was received by the complaint management specialist (cms) from the cardiac care unit rn who stated that the rn who placed the call was not working and she did not know anything about this incident. The cms was transferred to the perfusionist who stated that the pt was "extremely ill" and passed away last evening. Per the perfusionist the pump was not responsible for the pt's death. Per the perfusionist "there is nothing wrong with the pump."